Manufacturer narrative:
Motor sensor test failure alarm during rewind due to out of phase motor encoder signal. Unable to confirm motor error alarm and motor error alarm in alarm history due to motor sensor test failure alarm during rewind. No cosmetic damage noted on insulin pump assembly. (B)(4).

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 169 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.